Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 1 month post implant of this 29mm bioprosthetic valve in the mitral position, the valve was explanted and replaced with a non medtronic mechanical valve. The reason for replacement was not reported. No additional adverse patient effects were reported.